Event description:
The device was received on (B)(6) 2012 for product analysis. Analysis of the returned handheld device and associated software was completed and approved on (B)(6) 2012. No anomalies were found with either the handheld device or software and both performed according to functional specifications. The power cable and serial cable were also returned and no issues were found with the performance of either cable

Event description:
On (B)(6) 2012, it was reported that a physician was having problems with his handheld device. The physician said that the device kept freezing despite performing some hard resets. Follow up provided additional information. The screen freezing had been continuing on and off for months, and an exact date could not be identified. The screen freeze occurred after interrogation, while waiting for the parameters screen. The only attempts to troubleshoot were in performing hard resets. This resulted in intermittent success, but the handheld would end up freezing again. The device has been requested but has not been returned to the manufacturer to date.